Event description:
A report was received that the pt was admitted to the hospital approx 12 hours after being implanted, due to chest and abdominal pains. The physician felt that the paddle lead could be causing dermatomal decompression, therefore, the lead was explanted. The pt is reportedly doing well.

Manufacturer narrative:
The explanted device was not returned to bsn for further eval as it was discarded by the medical facility. A review of the mfg documentation of the explanted devices found that no anomalies or deviations potentially related to the reported event occurred, during mfg. This is the final report.